Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited and increase in the system impedance in the last year, but within normal limits. The technical services (ts) indicated that the more likely scenario is steady weight gain and system placement. The x ray was performed and the ts indicated that it showed a pretty well implanted system and the differences in measured impedance are likely driven by a certain movement of the system in adipose tissue. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the field representative was called to a defibrillation threshold (dft) test procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) due to a higher within normal limits shock impedances measurements. The s-ICD revision placement optimization was discussed but the patient refused further surgery but agreed to testing. The doctor and patient discussed the different possibilities, advantages, disadvantages and risks. The dft test went smoothly, fast and reliable detection of ventricular fibrillation, standard charging time and effective shock with 15 j safety margin. Shock impedance remained higher within normal limits and the field representative once again pointed out the consequences of a higher impedance. However, this was accepted by the doctor and patient. This s-ICD remains in service. No additional adverse patient effects were reported.